Event description:
Additional information received reported that there was a problem with the battery. The patient wanted to see a healthcare provider (hcp) to tell what was going on with the implant right away. It was asked of the patient if stimulation helped one leg but not the other. The patient wanted to know why it wasn¿t working. Since it was put it in it had not been working on one side. The patient had made so many appointments. They could not do anything so they shut the whole thing off. It hadn¿t been working since the patient had the surgery. At the time of the report it was giving the patient a lot of problems. It was noted the patient had adaptive stimulation.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that after an elective device upgrade (in which it would work for both legs), the stimulator only worked on one side and not both sides like it was supposed to. The patient met with a company representative later that summer; the patient had reprogramming a couple of times on unknown dates. The company representative involved stated that he had a call from the patient "out of the blue" regarding the stomach stimulation. The patient reported that the company representative tried to fix it but did not know what was wrong. When the representative was asked for clarification regarding this, it was unknown what the patient meant. An xray was done and lead alignment was fine. At that appointment, the company representative turned the device off as when it was on as it really hurt the patient in their stomach (since implant). Since it was turned off, the patient was in serious and excruciating pain. The patient did not want to go for another surgery. The patients pain physician had retired and the patient had not yet found a new one. Additional information was requested regarding the device information and outcome, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).